Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - failed to follow therapy steps is confirmed and the assignable cause is use error, patient reused the disposable set and bags. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
This is an international report where the homechoice (hc) alarmed a check lines and bags during refilling the heater. The home patient (hp) was connected to the hc. The hp stated that when the hc alarmed, he disconnected the heater bag and put a supply bag on the heater line. The technical service representative (tsr) informed the hp to never disconnect a solution bag and connect another one. The tsr informed the hp to end the therapy and start over with new supplies or perform manual therapy. The tsr informed the hp to contact her renal nurse. There was patient involvement but no clinical consequences for the patient were reported.